Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). Initial reporter name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation, the arctic sun device attempting to restart, likely electrical shorting due to chiller pump, clarifying alarm 45 (ac power lost) noted in wo.

Event description:
It was reported that the during sample evaluation, the arctic sun device attempting to restart, likely electrical shorting due to chiller pump, clarifying alarm 45 (ac power lost) noted in wo.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The arctic sun 5000 was evaluated. Device seems to be starting properly, but once the chiller turns on (usually a few seconds after the panel shows the starting image) - the device tries to restart. Alarm 45 ac power lost was present during the evaluation. Awaiting chiller pump to be replaced. The device has not been repaired but if additional information is received, this record will be reviewed for updates. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. (B)(6). Correction: e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.